Event description:
It was reported that when the patient turned the implantable neurostimulator (ins) setting up to 2.5-3.0 volts, he got blisters a couple days later on the skin where leads are located. The blisters were about three inches lower than the ins which was implanted in the lower back on the right side. The patient typically left the stimulation on at 1.8 volts the blisters would go away at that setting. This started following the implant. The patient was having a "very bad week" and couldn't get comfortable or sleep. If the stimulation was turned up, his back would hurt. The therapy did relieve "quite a bit of their pain." The patient would fall occasionally due to numb legs. Additional information received reported that the nurse was not sure if the stimulation was on and she thought there was some sort of "burn" on the patient's back. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported the patient's blisters, related to high voltage settings, have resolved 'to a certain extent.' The patient stated as long as he stayed at 2.0-3.0 volts, and didn't go any higher, he was 'fine.' The blisters were said to be along the spine area, where the leads were located. It was reported there was no association with recharging and the blisters: the blisters appeared only when the stimulation was up too high. It was reported that the physician initially thought the blisters were bed sores. A culture was done and reportedly came back 'clean.' The patient has an appointment with his provider on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45 lot# v569219030 implanted: 2010-(B)(6) explanted: product type lead product ID 3777-45 lot# v571420006 implanted: 2010-(B)(6) explanted: product type lead product ID 37752 serial# (B)(4) product type recharger product ID 37743 serial# (B)(4) product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was a 'probable burn' from the internal stimulator. No surgical intervention or hospitalization was required. In addition to the blisters previously reported, redness was seen around the affected area. Patient outcome was noted as non-serious injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.